Event description:
It was reported that this left ventricular (lv) lead exhibited low amplitude. (B)(6) technical services (ts) discussed different options that could be programmed. In addition, advised to adjust the sensing but not to turn off the lv amplitude alert. At this time, lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).